Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. No product(s) were returned for evaluation, but two images were provided. The first image appears to show a deployed azur vascular plug with contrast passing across the device in the treated vessel. The second image shows a deployed azur vascular plug device with no contrast flowing across the implanted device. These images confirm the complaint and show recanalization of previously embolized vessel. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event. The instructions for use (IFU) identifies incomplete filling as potential complications associated with use of the device.

Event description:
It was reported that the physician placed an 8mm azur vascular plug in the gastroduodenal artery (gda). When the patient returned 10 days later for a y-90 treatment, it was found that the gda was not occluded. Coils were used to occlude the gda and the y-90 treatment was completed. There was no report of harm or injury to the patient.